Manufacturer narrative:
Block h2: additional information: block e1 (initial reporter facility name, address 1, city, and zip/post code) block e1: initial report health care facility: (B)(6). Initial reporter address 1: (B)(6) initial reporter city: (B)(6) block h6: device code 1069 captures the reportable event of basket wire break. Block h10: visual inspection of the returned device found the working length does not present any issues, but the sheath was torn at the distal section. Functional test was performed and the device was able to open and close the basket successfully; therefore the customer complaint was not confirmed. Based on all available information, it is likely that operational factors such as handling and technique could contribute to the reported complaint, as the sheath could have become torn from either the attempts to open or close the basket or the interaction with another device. The returned unit did not show evidence of the reported event of the basket wire breaking however; therefore, it was concluded that the investigation conclusion code of this event will be documented as "no problem detected" since the reported device complaint or problem cannot be confirmed. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution.

Event description:
It was reported to boston scientific corporation that a gemini stone retrieval basket was used in a ureterolithotomy procedure performed on (B)(6), 2020. According to the complainant, during the procedure, the basket wire broke but is still attached to the basket at one end. The procedure was completed with another gemini basket. There were no patient complications as a result of this event. The patients condition at the conclusion of the procedure is reportedly stable.

Manufacturer narrative:
Initial report health care facility: (B)(6). (B)(4). Visual inspection of the returned device found the working length does not present any issues, but the sheath was torn at the distal section. Functional test was performed and the device was able to open and close the basket successfully; therefore the customer complaint was not confirmed. Based on all available information, it is likely that operational factors such as handling and technique could contribute to the reported complaint, as the sheath could have become torn from either the attempts to open or close the basket or the interaction with another device. The returned unit did not show evidence of the reported event of the basket wire breaking however; therefore, it was concluded that the investigation conclusion code of this event will be documented as "no problem detected" since the reported device complaint or problem cannot be confirmed. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution.

Event description:
It was reported to boston scientific corporation that a gemini stone retrieval basket was used in a ureterolithotomy procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the basket wire broke but is still attached to the basket at one end. The procedure was completed with another gemini basket. There were no patient complications as a result of this event. The patients condition at the conclusion of the procedure is reportedly stable.